Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the plastic clip on the air bubble detector unexpectedly broke. No other details. Regarding the nature of the event were provided. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.